Event description:
Additional information received reported there was no infection present following the event. The patient was reimplanted and was doing great.

Manufacturer narrative:
Lead model: unknown, lot#: unknown, implanted: unk, explanted: unk.

Event description:
It was reported that the patient stopped breathing during lead implant. The patient was turned over and at that time the leads may have become contaminated. The leads were removed and the site was closed. The neurostimulator package had been opened but was not implanted. The patient was sent home and will be rescheduled for implant if there is no infection present.